Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that when moving the c-arm from ap to lateral, the sys would not perform fluoroscopy x-ray and displayed "power restart". There is no report of injury or death associated with the event described in this complaint.